Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient's device would not charge and it was totally dead. The patient clarified they could not charge the ins and receives no device found. The patient stated the issue started a couple of months ago prior to (B)(6) 2020. No symptoms were reported. No further complications were reported or anticipated.